Manufacturer narrative:
Received two used units. List #cl-80s-5, chemolock¿ closed vial spike w/skirt, 5 units. Two (2) used. List #unknown, bendeka (bendamustine hci) injection 100 mg/4 ml teva pharmaceuticals multi-dose vial. As received, there were small particles floating in the solution in the vials. Removed the vial lid/stopper and noted evidence of material removed. Customer complaint of white particulate cannot be confirmed. Grey particulate noted, probable cause, coring from the bendeka stopper. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
H3 - device has been returned. Investigation is pending completion.

Event description:
A complaint with regards to chemolock¿ closed vial spike w/skirt, 5 units experienced foreign matter in the fluid path. It was reported that "bendeka was withdrawn from two vials, each containing a cl-80s-5, from the lot mentioned. It was withdrawn into a 10ml syringe with cl2000s. White particulate was noticed by the pharmacist and technician, who thought it was coring although the stopper was dark grey. A cl2100 was attached to the cl2000s on the syringe and a filter needle to the cl2100 and infused the medication into the bag filtering out the particulate matter. The matter should be somewhere in the needle, cl2100, cl2000s or syringes". The sample device is available for evaluation. The product was contaminated, contained biohazard, and chemotherapeutic agent. The date of incident was on (B)(6) 2024 at 9:00 a.m. The status of the product at the time of the event was during compounding prior to infusing into bag. The medication involved was bendeka. The product was not reprocessed or re-sterilized prior to use. There was no patient involvement, no adverse event and there was no harmed as a result of the reported event.